Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette and transfer set disconnected due to a loose connection. This occurred during drain one of four of peritoneal dialysis therapy. Renal therapy services (rts) advised to dispose the current supplies and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.